Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia") and fallopian tube enlargement ("proximal parts of the tubes presented light edema"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, metrorrhagia and fallopian tube enlargement outcome was unknown. The reporter provided no causality assessment for fallopian tube enlargement, metrorrhagia and pelvic pain with essure. The reporter commented: actual state of the patient: bilateral salpingectomy via laparoscopy on (B)(6) 2018. Tube were not altered, no tubal lesion. Proximal parts of the tubes presented light edema. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.